Event description:
It was reported that patient was seen with high impedance. Xrays have been requested by surgical team. It has been noted that patient thumps chest/device site during seizure activity that could have caused the high impedance (not confirmed and seizures were not alleged against vns). No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B6, relevant tests/laboratory data, corrected data: initial report inadvertently submitted without battery information. F10, health effect - impact code, corrected data: supplemental report 01 inadvertently submitted without device revision noted. H6, type of investigation, corrected data: supplemental report inadvertently summitted without b17 coding, however this will not be added to this report as the coding is no longer relevant since the device was received. Medical device problem :(B)(6). Medical device problem :(B)(6).

Event description:
The patient's explanted suspect device was returned to the manufacturer for analysis. Abrasions were seen on the bilumen tubing at various areas with abraded openings seen at 85-90 mm. The tubing is also twisted at this location and a ring coil break and break mate were observed. The coil break end is dark and pitted and has flat abrasions to the point of fracture, however a fracture mechanism could not be ascertained. A slanted abrasion was seen at 100-105 mm and an abraded opening was seen at 101 mm, the pin channel was also abraded open with the loop of the pin coil protruding out at 101-104 mm. Dried body fluids were seen inside the bilumen channels with no obvious path of fluid ingress noted other than the identified abraded openings and cut ends. The electrode array has typical wear and explant related conditions. Continuity checks on the returned portion of the lead were performed during functional analysis, and other than the identified ring coil break on the returned portion, no other discontinuities were identified within the returned portion. Product analysis worksheet was reviewed and no anomalies outside of the previously mentioned were seen.

Event description:
The patient had full revision surgery. The lead coil had extruded from the silicone body of the lead. Rep will retrieve lead and generator for return. The explanted device has not been received to date. No other relevant information has been received to date.